Manufacturer narrative:
Product complaint #(B)(4). Product complaint #(B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ could you please provide the lot #? ¿ where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) ¿ please describe the type of foreign matter that was observed ¿ what was the foreign matter¿s appearance? ¿ what was the texture? ¿ is it possible that the foreign material fell into packaging upon opening of device? ¿ was the product seal on the foil still intact when the package was opened? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and absorbable hemostat was used. During surgery, it was found that there was a foreign matter inside the absorbable hemostat cotton when the package was opened. Another product was opened but it was found that there was a foreign matter in that as well. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested